Manufacturer narrative:
Beckman coulter internal investigation revealed that the wash carousel motion errors were due to a resin change in the reaction vessels used on the access® platform. Access® reaction vessel lot 13231168 that the customer was using when experiencing the wash carousel motion errors was manufactured using the new resin. (B)(4).

Event description:
The customer reported experiencing intermittent wash carousel motion errors, on several occasions since (B)(6), involving the access® 2 immunoassay analyzer. The customer was able to reinitialize the instrument and continued running the instrument on some occasions by clearing the fallen access® reaction vessels within the incubator track. A beckman coulter field service engineer (fse) had visited the customer's site to evaluate the instrument but the errors continued. The customer reported experiencing the wash carousel motion errors since the customer started using reaction vessel lot 13231168 on the instrument. A beckman coulter customer technical support (cts) suggested for the customer to switch to reaction vessel lot 13171168 that the customer had in inventory. The cts had also sent the customer additional reaction vessels with lot 13171170. The customer has not reported of any issues with wash carousel motion errors since changing to a different reaction vessel lot number. There has been no report of any effect to patient results or change to patient treatment in connection with this event.